Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 unit, the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. For 1 unit, the gas module was replaced to resolve the reported issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced improper flow. 1 unit alarmed and was not delivering the correct amount of tidal volume, and 1 unit malfunctioned resulting in the delivery of a hypoxic mixture to the patient. These reports were received from various sources. Of the 2 events, 2 did involve patients. There was no patient information available.